Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at the site with an infusion set after being used for one day. There was no stress or pull on the infusion set tubing. Patient changed the infusion set. Patient also reported blood on the site of insertion which was thigh. Patient was advised to insert product in a different location and monitor site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.